Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2009-05411 for a description of the other device. A hydrothermablation (hta) procedure (patient age, 40's). According to the complainant, "control unit overheated due to apparent failure of temperature control system and the heating element turned bright orange". Follow up info received, confirmed that this was a case of canister "melting" and not deformation, there were no alarms or error codes, there was no compression force exerted on the reservoir by the lower reservoir holder, alignment pin was fully placed into the small hole of the lower reservoir holder, and a temperature was never registered, as unit was shut down immediately after melting occurred. The case was completed with another of the same device and there were no pt complications reported.

Manufacturer narrative:
The suspect device has been returned, but has not yet been evaluated. Once evaluation is completed and if there is any add'l, relevant info, a supplemental medwatch will be filed. (B)(4).